Event description:
The manufacturer received information regarding a simplygo mini there was no report of patient harm or injury. The device was returned to a third-party service center. There were some secondary findings like sieves are clogged, air side & o2 side & the compressor are defective, pca is burnt. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.